Event description:
Customer reported that an elderly pt died (while intubated) with a v5m transducer. At this time, the hosp is not indicating the cause of death was related to the v5m transducer or the sequoia system. They did indicate they were having problems with the angle adjust on the transducer array when scanning this pt. Siemens customer service engineer (cse) performed an on-site eval of both the transducer (v5m) and the sequoia ultrasound system according to co test procedures. The tests demonstrated that both the transducer and the system were operating according to specs. The hosp was unwilling to give any info related to the cause of death.

Manufacturer narrative:
Safety tests for mechanical and electrical safety for the returned transducer were completed and found the transducer to be operating within specs. To test the functionality, the probe was installed on a sequoia system and on three separate occasions and in each instance the probe initialized and operated normally. As part of the system check the angle icon was observed for movement with the motor control button operation, and normal array movement was observed. Upon visual inspection, the probe was found to have several slight crushes in the guide tube at 17, 25 and 37 cm. The nosepiece had some surface scratches. These issues are only cosmetic in nature, and both the crushed guide tube and the scratches on the nosepiece are anticipated due to pt bites. The pt is not exposed to any add'l risk from the cosmetic deficiencies associated with the probe. Acoustic coupling material could be seen in one of the cracks. Since the entire amount of this material used in the transducer assembly is only 0.1 grams, even a slight active leak would result in reduced performance. Performance testing was within specs, confirming that very little, if any, of this gel was released through the crack. In addition, this material is not identified as a health hazard. In conclusion, the investigation did not reveal any malfunction of the v5m transducer or the system.